Manufacturer narrative:
Insulin pump was received with a constant steady white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump steady white light on the display. No grey color display noted. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 4.8 mg/dl at the time of the incident. It was reported that the insulin pump has a solid grayish screen when they pressed any button on the insulin pump. It was reported that they tried to insert another brand-new battery and still same thing was happening. Insulin pump was returned for analysis.